Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The pump passed the idle current and run current tests. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the compromised force sensor system error alarm due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 298 mg/dl at the time of incident. The customer reported that the insulin was squirting out. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.